Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up episodes of noise on both atrial and ventricular channels were noted. Sudden spike in ventricular lead impedance resulted in polarity switch. The ventricular sensing and pacing was programmed to unipolar. The patient would be monitored.